Manufacturer narrative:
Asku

Event description:
It was reported that there was high impedance greater than 2500 ohms and that the threshold increased. The lead remains in use. No patient complications have been reported as a result of this event. Additional information was received that the lead was replaced.

Event description:
It was reported that there was high impedance greater than 2500 ohms and that the threshold increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.